Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm harmonic ace was separated at the arm. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The damage was on the main tube of the instrument. There was no material that detached or missing. Instrument is available for return.